Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol pre-shaped mesh device may have caused or contributed to the reported event. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent an open repair with mesh. A bard/davol bard mesh pre-shaped was implanted in the patient during this repair. On (B)(6) 2015: the patient underwent open right inguinal hernia repair, removing the previously placed mesh. The patient continues to suffer complications, permanent disfigurement and chronic pain. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.